Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programmed bolus type). (B)(4).

Event description:
On 11/07/2016 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 27.9mmol/l with polyuria, polydipsia, abdominal pain, nausea and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was revealed that the basal delivery totals in tdd do not match and the variation is due to known cause of the alarm. It was also noted that the bolus type was incorrectly programmed. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error.